Manufacturer narrative:
An event of angina, valvular stenosis, device stenosis, calcification, pannus, incomplete coaptation, and leaflet obstruction was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No implant related factors could be confirmed as the information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on the available information and without the device to analyze, the cause of the reported device and valvular stenosis could not be conclusively determined. However, information from the field indicated that the valve had calcification and possible pannus formation, which could have contributed to the reported event. The cause of the reported calcification could not be conclusively determined. It is possible that patient¿s condition (predisposing to elevated calcium like renal disease, etc) could have contributed to the event; however, this could not be confirmed. The reported incomplete coaptation could not be conclusively determined; however, the reported leaflet thickening, pannus formation, and obstruction could have contributed to the event. The reported surgical intervention and hospitalization was a result of case-specific circumstances as the patient was admitted and the device was explanted. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2018, a 21mm epic supra valve was implanted. On (B)(6) 2018, the patient was discharged from the hospital. About six months later, the patient presented with chest pain. The valve was assessed and noted that it was calcified with one leaflet not moving properly. It was noted that on transesophageal echocardiogram (tee) showed possible pannus involving significant obstruction and MRI was done and showed valvular stenosis with leaflet thickening. On 15 november 2018, the valve was explanted and replaced with a 23mm sjm regent heart valve. The patient was stable postoperatively and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.